Manufacturer narrative:
Pump received with missing retainer, reservoir tube o-ring missing, scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, missing display window cover, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had broken reservoir connection and missing plastic guard and the o-rings. No further information provided.